Event description:
It was reported that an ilet user experienced low blood glucose after a meal announcement, with glucose decreasing from 180 mg/dl pre-meal to 55 mg/dl post-meal, and the caller expressed concern that the device was delivering too much insulin during the early learning phase. Symptoms included hypoglycemia with a nadir of 55 mg/dl. Outcomes included self-treatment with oral carbohydrate following 15-15 guidance and subsequent recovery to 71 mg/dl, with no medical intervention or hospitalization. Investigation included troubleshooting and education provided by support, including guidance on hypoglycemia management and expectations during the device learning period. Investigation of this case revealed no confirmed device malfunction and an event consistent with hypoglycemia of unclear cause during early adaptation. It was concluded that the cause of the hypoglycemia was undetermined and that the device will continue to adapt with ongoing use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.